Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose level was 42 mg/dl. Customer states that she took insulin with a shot and then placed pump back on. Customer stated she ate carbs to bring her blood glucose. Customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.